Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump received power error and replace battery now alarm. The customer¿s blood glucose level was 88 mg/dl and 319 mg/dl. The customer did received a low battery alert prior to the replace battery now alarm. The insulin pump will not be returned for analysis.